Event description:
It was reported that the customer experienced intermittent and inconsistent power output from the console. The procedure was aborted. The patient had been sedated, but it is not known what type of sedation was given. It is unknown if there were any patient complications as a result of the event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.